Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 173 mg/dl. Customer states insulin pump screen was turned off. Customer was able to clear the alarm. Customer states insulin pump successfully passes the self test. The insulin pump will not be returned for analysis.